Event description:
No additional information.

Manufacturer narrative:
Correction: a code corrected to crack. Investigation results: no my8010-0006 sample was received for investigation. The customer reported that for a sample from lot 23095906 the "syringe barrel cracked during drawing up of cytotoxic medications". As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience where a crack could be seen on the syringe barrel. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; however as the damage was observed during use and not straight from the packaging it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lot 23095906 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the my8010-0006 product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe was damaged the following information was received by the initial reporter with the following verbatim: syringe barrel cracked during drawing up of cytotoxic medications. Compounding keytruda medication, syringe barrel cracked during use. Medication leaked on the isolator and the operators gloves. Extremely dangerous. Cost of medication was 8000euro and it had to be wasted as a result.